Event description:
It was reported that in 2005 the plaintiff was diagnosed as having osteoarthritis of the right hip requiring a recommended right total hip arthroplasty with trochanteric. It was reported that on (B)(6), 2005 doctors performed the hip replacement surgery using a stryker prosthetic. It was then reported that following the surgery, the stryker prosthetic failed. It was reported that the prosthetic fractured. It was reported that the fracture was discovered (B)(4), 2008.

Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report.